Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Although promised, neither the relevant films or the filter has been returned for evaluation to date. As stated, the patient is asymptomatic. It is unknown if patient or procedural factors contributed to this event. Based on the information reported, the results of this investigation are inconclusive and the root cause is unknown. The information for use for this device states: complications may occur at any time during or after the procedure. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that an asymptomatic patient returned for a routine filter removal. At that time, it was noted that two arms and a leg hook were detached from the filter. Two arms remain in the paitent possibly in or behind the cava wall.